Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was bleeding identified to be from vessels: yes, 3 staple lines gave way partially (one after about 30 mins and the others after about 2 hours); was there any issues noted with stapler performance during initial procedure: no; was vessels was device used on: 2 large hepatic veins; were the vessels skeletonized or taken as a bundle: skeletonized; what color cartridge was used: white; how was the issue addressed: these required suturing to control major bleeding from the defects; was a transfusion required: not known; what is the current patient status: not known.

Event description:
It was reported that during a liver transplant procedure, the surgeon applied the staple on the vessels it was all seemed secure initially but started to unzip between one and three hours post application and they end up with bleeding. It is unknown how the procedure was completed.